Event description:
The pt called tech support regarding an m65 "scale reading error" during fill 1 of a ccpd treatment. He states that the cycler screen shows he has filled with 187ml of 2500ml but the 5l bag he was using is almost empty (5000 m/l bags used, unable to determine volume of fluid remaining in bag). He added that he felt full even though in drain 0, 60ml was removed, which is normal for him since he is empty during the day. He did a stat drain of 5160ml. No medical intervention was required. The pt's pd rn (B)(6) states that the pt did notify her of the large drain. She adds that no medical intervention was necessary and after this event he has been seen in the clinic in stable condition; he continues with ccpd. The pt is a large man ((B)(6)) and could tolerate a large volumes.

Manufacturer narrative:
(B)(4) - pt states he feels really full. (B)(4) - m65 "scale reading error" alarm. Supplemental report will be submitted when device investigation is complete. (B)(4).